Event description:
Pt's peritoneal dialysis nurse called tech support due to pt's report of feeling pain during ccpd treatment and did a manual drain of over 7000 ml. On (B)(6) 2012 per tech support call: pt had an alarm to check cones during set up and no other alarms reported. Drain 0: 538ml, fill 1: 2500 ml, then pt went to sleep. Pt woke up with stomach pain, pt did a manual drain of 7400 ml. Per pd nurse, pt stated feeling okay after draining and no medical interventions were done. Add'l event info: (B)(6) 2012 per pt, the previous treatments went fine but had some "warning" and "alarms." Denied any issues during a day, just prior to incident treatment. During fill 2 of the ccpd treatment, pt felt stomach pain, stomach was large, could not breath, and had discomfort. Treatment was stopped. Pt noted both solution bags were empty (two 1.5% 5liter bags). Pt disconnected from the cycler and did a manual drain. Pt stated he weighed the manual drain bags after and had drained 6000 ml. Pt denied any other unusual occurrences during the treatment and no power outages days. There is no report of serious injury or that the pt required medical attention. Pt did a couple days of manual treatment while waiting for the replacement cycler.

Manufacturer narrative:
Add'l MFR narrative: device eval will be performed upon cycler's return to the manufacturer. A supplemental report will be sent upon completion of the device eval. On (B)(6) 2012 - per pd nurse (B)(6): pt stated after fill 1 of 2500 ml, he went to sleep. Pt woke up feeling stomach pain and shortness of breath. Pt used two manual drain bags and drained 7400 ml. Dry weight (B)(6). No diabetes, ascites, or fluid overload issues. Pt is still able to urinate a lot. Pt does 4 exchanges with a fill volume of 2500 ml, no last fill or mid day exchange using 1.5% solutions. Uses 2 five liter bag.